Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 6935m55, (B)(4), implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead slack was gone. The ra lead was still well attached to the atrial wall so slack was added and the lean remains in use. No patient complications have been reported as a result of this event.